Event description:
It was reported that the mdu overheated because it could not hold the blade. No patient was involved.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. The mdu did overheat but blade insertion malfunction could not be reproduced. The mdu was tested using 3 different type of blades and all 3 locked into place normally. No problem with blade insertion occurred. There is no link between overheating and blade insertion. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The complaint was confirmed and the root cause has been determined to be corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.